Event description:
It was reported that one ilet pump would not power on and would not charge, while the paired pump charged without a visible indicator; the user managed insulin with backup therapy and a replacement pump and charger were arranged. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key or button on the touchscreen. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.